Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. The pulse generator exhibited back-up vvi operation. The device was explanted and replaced.

Event description:
New information on (B)(6) 2016, indicated that the procedure went well. There were no adverse consequences.